Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass during prime, the priming liquid came out from the gas inlet and outlet port. *no patient involvement. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2018. Upon further investigation of the reported event, the following information is new and/or changed: device availability - added date returned to manufacturer, date application evaluated by manufacturer, indication that this is a follow-up report, follow-up due to additional information, device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected and it was confirmed that multiple ports were damaged including the gas inlet, gas outlet, the water out and blood out ports. Also, a crack was noticed at the base of the blood cardioplegia port. The sample was leak tested by connecting to a circuit with colored saline solution. A leak was observed at the blood cardioplegia port. No other leaks were noted. With the cardioplegia port plugged and the blood outlet port clamped, a pressure of 2 kgf/cm2 was applied to the blood phase from blood inlet port. No leaks were observed. The reported event could not be replicated and the actual root cause was unable to determined. The retention sample from the affected product code/lot number was obtained and visually inspected, no anomalies noted. It is unknown how and when the damaged to these ports occurred. The packaging of the product also ensures protection against damage to the oxygenator. It is likely that the ports were damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.